Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were noted. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to baxter quality relations that a no flow occurred during a chemotherapy infusion with the clearlink secondary medication set and a clearlink continu-flo solution set. The infusion was set to infuse 75ml and the primary was a kvo. The primary solution was 250ml ns. The secondary solution was 250ml ns and unknown chemotherapy drug, in an unknown plastic IV bag. The secondary was disconnected and reconnected and then flowed correctly. The check valve was inverted and tapped and the solution bag was squeezed to initiate flow. The drip chamber was not full/flooded and the no flow is occurring at the luer connection. There are no samples available for evaluation. There was no patient injury or medical intervention necessary. No additional information is available.